Event description:
Caller reported that the patient's previous defibrillator had made a patient alert tone in the past and the patient had to have surgery to have a new device implanted. 604414818 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).